Event description:
I saw my eye doctor for an exam and new contact lens prescription. The eye doctor provided free sample of johnson and johnson 1 day acuvue moist, which were great. Ordered several boxes of 1 day acuvue contact lenses from (B)(6). The purchased lenses seemed to have packaging problems. The adhesive on some of the foil packages did not seal completely and appeared to have contaminated the storage fluid in some of the lens packages. I was having problems with eye irritation and blurred vision. I am an experienced contact lens wearer and did not have these problems with the sample lenses. I spoke with (B)(6) about this problem and a guy named (B)(6) did not seem to believe my problem.